Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer had elevated blood glucose (bg) levels in the 300 mg/dl range. Reportedly, the customer changed the pump supplies to resume insulin delivery, and administered a manual injection to address elevated bg levels.